Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/2/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide justification for the reason this complaint was reported until 12/29/2020 - no late report. This case is from healthy authority, jnj was just assigned and knew this case on 2020/12/30. 2. Were there any patient consequences due to reported event? No patient consequences. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph7880, and no non-conformances/manufacturing irregularities related to the malfunction were identified. Additional information was requested, and the following was obtained: procedure name? Cesarean section. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide justification for the reason this complaint was reported until (B)(6) 2020. Were there any patient consequences due to reported event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. It was reported that the suture on the anterior sheath tissue layer broke when sewing a subcutaneous tissue during surgery. Another one suture was used to suture the anterior sheath tissue layer again and complete the surgery. Additional information has been requested.